Event description:
During a ptca treatment procedure the nc monorail balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, occluded in-stent restenosis in a tortuous circumflex coronary artery. The nc monorail balloon catheter was removed and replaced with the same model balloon catheter, but this balloon ruptured on the second inflation to 14 atms. The device was removed and replaced with a 10/4.0 monorail cutting balloon. The procedure was successfully completed. Pt status is reported as 'good'.